Manufacturer narrative:
The reported event that drill bit ø3.2x145mm ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate mechanical force which had been applied during drilling. The device inspection revealed the following: the returned drill bit is indeed complately broken off as complaint. The close up views, done by the microscope, clearly indicate that inadequate mechanical force had been applied during drilling as the flutes and the tip are so badly damaged / deformed. Marks on the front part of the drill bit indicate inadequate angulation during drilling. Note that the drill bit was manufactured in dec. 2006 and therefore has been in use over 12 years. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The hospital reported the following event : " 44-year-old patient, hospitalized for osteosynthesis of the right humerus.the wick used for distal locking of the humeral nail broke in the patient's body and his extremity could not to be removed. Two other strands (different society) were also broken during the same procedure (our aa references 2018/1088). The device has been retained for expertise." Clinical consequences noted: the ends of the broken bits remained in the patient's body are not known. Extension of the intervention time.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event : "(B)(6) patient, hospitalized for osteosynthesis of the right humerus. The wick used for distal locking of the humeral nail broke in the patient's body and his extremity could not to be removed. Two other strands (different society) were also broken during the same procedure (our aa references (B)(4)). The device has been retained for expertise". Clinical consequences noted: the ends of the broken bits remained in the patient's body are not known. Extension of the intervention time.